Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. During the procedure, a gore excluder aaa endoprosthesis contralateral leg component was implanted. During the deployment procedure, the olive tip caught on the sheath and separated from the device catheter. A snare technique was used to remove the olive from the pt. The aneurysm was excluded and the pt tolerated the procedure.